Event description:
I was diagnosed with breast cancer in (B)(6) 2005, underwent a double mastectomy in 2006, and 16 years ago on (B)(6) 2008, I received breast implants. Style 20 natrelle I've had intermittent sickness, and as the years pass, it gets worse. I went into the hospital with the following symptoms, thinking I was having a heart attack, and will be getting an explant on (B)(6) 2024. Symptoms: sore throat, cough, acute pain, heartburn, allergy, constipation, elevated bilirubin, hld (hyperlipidemia), neck swelling- enlarge lymph node (left), pruritus, lung nodule, liver, diverticulitis, pancreatic pain, fibroids, inflammation of the body, headaches, tingling of the hands and feet, right knee pain, nausea /vomiting, chocking unable to swallow. Dr appt time: (B)(6) 10pm, sick; (B)(6) 5pm ER; (B)(6) 10am dr (B)(6); (B)(6) 5pm chiro; (B)(6) 5pm chiro; (B)(6) 11am cardiology; (B)(6) 9am pulmonary; (B)(6) 4pm acupuncture; (B)(6) 9am breathing test; (B)(6) 5pm petscan; (B)(6) 10am obgyn; (B)(6) 2pm allergy; (B)(6) 4:45pm dr (B)(6); (B)(6) 9am heart ultrasound; (B)(6) 10:30am MRI breast; (B)(6) 8:45am ent; (B)(6) 2pm allergy test; (B)(6) 11am liver scan; (B)(6) 2:15 pm plastic surgeon; (B)(6) 930 am needle aspiration; (B)(6) 8:30am hosp/CT scan; (B)(6) 2:00 pm dentist; (B)(6) 10:00am cardiology; (B)(6)11:15am gi dr explant surgery; (B)(6), 2024. Ref report: mw5158557.